Manufacturer narrative:
Attempts have been made to try to obtain further information about this case. Per gfe response, the device was not repaired. The customer ordered the part but was told by the parts team that it was no longer available. No further information or response was able to be obtained regarding what the alternative plan was for the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the nav-ring assembly only to find that the unit had a bad cable to board. The pse replaced the cable to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11:updated contact information, contact office entity, and manufacturing site.

Event description:
Philips received a complaint from the customer on the v60 device indicating that the nav-ring board was found to be faulty during a recall for the front panel and will need to be replaced. It was reported there was no patient involvement at the time the issue was discovered.